Manufacturer narrative:
Investigation completed 5/04/2017. Method: device history review; trend analysis; failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2014 - oct. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿firmware error¿ in the search criteria. The search will also include all firmware error codes listed in the icp service manual. The review encompassed dates 27-apr-2016 to 27-mar -1207. A total of (B)(4) complaints were reviewed of which there are (B)(4) complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿apr 2016 to mar 2017¿, the global product usage for cam02 monitors was calculated as (B)(4) usage. The quantity of complaints in the complaint review ((B)(4)) can therefore be calculated as (B)(4) (probable) of procedures. Conclusion: the product was returned to the service centre for failure analysis evaluation which verified the complaint as valid due to a faulty dc power adapter.

Event description:
The cam02 monitor shutdown on a patient. There was no patient harm. The senior biomedical technician at the user facility reviewed the logs and saw there was a firmware error on the (B)(6). Additional information has been requested.